Event description:
It was reported that a patient underwent a c-section in april 2024 and a barbed suture was used on skin. About 1 moth after the surgery, the patient came to hospital for examination, and the wound was checked and found with poor wound healing and suture extrusion, accompanied by white secretion. The suture in the wound was discharged from the sewing site, and the wound healed poorly. The doctor removed the exposed suture at the wound and performed wound debridement and dressing change. Then the patient's wound healing was improved, and no subsequent adverse event report was received. Patient is currently stable. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. ¿ trade name - irgacare® ¿ active ingredient(s) ¿ triclosan ¿ dosage form ¿ suture/solid/parenteral ¿ strength ¿ = 2360 g/m h6 component code: g07002 device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: after investigation, the patient (female, specific age unknown) underwent cesarean section in hospital in april 2024 (specific date unknown). The surgery used sxpp1b113 to perform the incision skin sewing in the way of continuous suturing. The intraoperative sewing was smooth. About 1 month after the surgery (the specific event occurred on an unknown date), the doctor found white discharge from the patient's wound during examination, the suture in the wound was discharged from the sewing site, and the wound healed poorly. The doctor removed the exposed suture at the wound and performed wound debridement and dressing change. Then the patient's wound healing was improved, and no subsequent adverse event report was received. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the patient have an infection? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. Were any pre-op cleansing procedures changed recently? If yes, please describe. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Surgeon¿s name? The following information was requested but unavailable: was the suture removed in a routine post-op procedure? Or was the suture removed in a reoperation procedure? Was reoperation necessary to remove the suture and re-close the wound? If medication was required, please clarify if it was prescription strength. What is the most current patient status? What is the procedure date (dd/mm/yyyy)? In what date did the "poor wound healing & suture extrusion, accompanied by white secretion" occur on (dd/mm/yyyy)? What is the most current patient status? Can you identify the lot number of the product that was used? Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep)

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. The following information was requested but unavailable: did the patient have an infection? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. Were any pre-op cleansing procedures changed recently? If yes, please describe. What is the physician¿s opinion as to the etiology of or contributing factors to this event?